Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1620c93e, sn (B)(4), expiration date: 2019-01-11, UDI # (B)(4); etew2020c82e, sn (B)(4), expiration date: 2018-10-26, UDI # (B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 67 mm diameter abdominal aortic aneurysm. The aortic neck was 30 mm in length, 24 ¿ 27 mm in diameter from proximal to distal. The aortic bifurcation is 35 mm in diameter. The right iliac is 18 ¿ 33 mm in diameter from proximal to distal. The left iliac is 24 ¿ 17 ¿ 16 from proximal to distal. The right external iliac is 11 mm and the left is 7 mm. It was reported that there was no issues related to the stent graft; however, the patient had bleeding form the vena cava. The patient expired before leaving the or from bleeding complications from an adjunctive surgical procedure and ligation of the rcia. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the cause of the vena cava bleeding complications occurring during an adjunctive surgical procedure and ligation of the rcia, could not be determined from the pre-implant films provided. Films during the implant were not available for review. Analysis of the returned films did not reveal any characteristics that could explain the reported event. Event unrelated to device per physician's documented assessment.